Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of hypotension, cardiac arrest and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who concluded that a rescue procedure was attempted in a patient in critical condition. Imaging was challenging and the procedure was aborted. Cardiac arrest occurred during the procedure and resulted in death rapidly. This event was related to severe patient condition and not to the device. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology and user technique/procedural circumstances. A definitive cause for the reported cardiac arrest and hypotension cannot be determined; however, the death was due to cardiac arrest. There was no suspected link between the death and the device or procedure and there was no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the cardiac arrest resulting in patient death. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, as bridge therapy. This was an emergency procedure, the patient was already in critical condition. This was a salvation procedure, the only option to improve the patient's condition. The steerable guide catheter (sgc) and the clip delivery system (cds) were advanced. Imaging was difficult due to the anatomy. One grasping attempt was made, however due to poor visibility, grasping was not successful. The clip was inverted and retracted to the left atrium. The patient began to experience hypotension and the decision was made to discontinue the procedure. The clip was retracted into the sgc and the sgc was retracted to left atrium. The patient went into cardiac arrest, an intra-aortic balloon pump (iabp) was used; however, after 15 minutes the patient was declared dead. It is the physicians opinion that there is no suspected link between the death and the mitraclip devices. It is unknown if an autopsy has been performed. The official cause of death is heart failure. No additional information was provided.